Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch #887d27. Additional information was requested, and the following was obtained: what is meant by "the safety mechanism"? Was the manual override lever or door damaged in any way? Was there any damage to the firing/closing trigger? If other, please specify. Per the sales rep: my understanding was the safety near the trigger to fire was the issue. The manuals override was not used and no other damage seemed visible. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The event described of damaged firing trigger lockout could not be confirmed as the firing trigger lockout functioned as intended and without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a99k0j, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 887d27, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a minimally invasive esophagectomy procedure, after the device was fired once, the safety mechanism was no longer functional, preventing proper engagement of the safety feature. There was no patient consequence nor surgical delay reported. No additional information provided.